Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a por message appeared on a patient programmer. It was stated that there was not apparent overdischarge/physician recharge mode (prm). It was reported that the manufacturer¿s representative was able to resolve the issue by having the patient use the mystim function for clearing the message. Additional information was received reported that the patient had not been certain which day the por first appeared. The manufacturer¿s representative stated that it had been ¿a few days before¿ the patient had called them.